Event description:
Personnel in the cardiac cath lab were attempting to defibrillate a patient in ventricular fibrillation. Reportedly on the first 2 attempts, the device displayed a charge removed message and did not deliver a countershock. The operator reported that on the third 300 joule attempt, the device discharged and successfully converted the patient